Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The consumer initially reported experienced watery eyes, a foreign body sensation, and light sensitivity in the left eye after wearing contact lenses. Upon follow-up, the consumer was diagnosed with contact lens-associated keratitis including corneal damage, corneal inflammation in the left eye. They received unspecified medical treatment and are still undergoing treatment. The contact lenses have been discontinued, and it was advised that they should only resume wearing them once the cornea has fully healed. The current condition of the consumer¿s eye is symptoms continuing. No additional information is available at this time of report.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process, which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).